Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding late-onset seroma that required surgical intervention, and a new date of explantation. The patient had an ultrasound that showed a seroma. A us guided aspiration of the 340 cc seroma was completed on (B)(6) 2019. Per patient, fluid came back ¿normal.¿ the patient underwent explantation, right side capsulectomy, and bilateral replacement with non-mentor implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture (baker grade unknown). Concomitant medical products: 400cc mentor memorygel breast implant,catalog# 3544007 serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture and capsular contracture (baker grade unknown). The patient reported the right breast is larger, higher, firmer, and starting to be painful. The rupture was discovered by mammogram. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.